Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. The physician was treating a de-novo lesion located in an unknown vessel with a 3.50x15mm apex balloon catheter. The balloon ruptured on the third inflation at 14 atms. The device was removed intact. The procedure was completed with a different device. There were no reported patient complications or injuries. Additional information was requested and is not available.